Event description:
It was reported by repair work order that the brakes would disengage if the bed was moved from high height to low height due to a damaged electric harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.